Event description:
It was reported to boston scientific corporation on september 15, 2005 that an enteryx procedure kit was implanted in a female patient (weight unknown) approx two months prior. A total of six injections were attempted. One injection was extramural. Five injections were given intramuscularly with a total of 7.8 cc's, and one of the five was given submucosal/intramuscular with 2.0 cc's. According to the complainant, the following month the patient reported weight loss of 3 pounds at her three week follow-up visit. Also, the patient reported dysphagia with solid foods beginning approx two months prior to original date. Dysphagia continues with solid foods, based on follow-up with the patient ten days after the original date. In 2006, the patient experienced dysphagia and stricture at the squamocolumnar junction. The patient underwent an esophagogastroduodenoscopy (egd) with dilation and the events were reported as resolved as of three days later.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Other text : product unavailable for analysis.